Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient presented emergently with back pain. The CT showed that the stent graft has migrated distally into the aneurysm sac resulting in a type I endoleak. Currently the aneurysm is 8.1 cm in diameter and the stent graft is 60 mm distal from the lowest renal artery. The proximal aortic neck is 28 mm in diameter. The migration and type I endoleak were successfully repaired with an endurant iis 36x14x103 and two endurant 16x16x93 stent grafts. The physician stated that the cause of the event was due to disease progression with aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.